Event description:
On (B)(6) 2025, the patient called regarding an "alert 57" on the ilet. The patient confirmed the battery was over 50% charged. The agent instructed the patient to restart the ilet, after which the alert cleared, and the device became fully operational. Prior to the restart, the patient had been unable to dismiss the alert, but afterward it did not reappear, and normal function resumed. The agent advised continued monitoring and to call back if the alert returns, as a replacement may be required. The patient acknowledged and had no further questions or concerns.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.